Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while at gj and jj anastomosis during a laparoscopic gastric bypass, the reload was unable to fire after green button was pushed, it was possible that the reload was not loaded correctly. They opened and used a new handle to complete the case. There was no patient injury.